Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "the straw part is defective and the needle is sticking out of the package."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for improper assembly was observed as the photos show the presence of an extra straw and needle assembly missing the holder. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of improper assembly was not observed as there were no extra straw and needle assemblies and had all correct components identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of improper assembly (extra straw) based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "the straw part is defective and the needle is sticking out of the package."